Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal was outside the returned delivery device. The tension spring was in the delivery tube and the plunger had been depressed. Based upon these findings, the complaint that the seal failed to load is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).

Event description:
The hospital reported that during a coronary artery bypass graft surgery, three heartstring seals failed. A replacement device was used to complete the case. No pt effect was reported. The hospital staff did not provide any details regarding the failure mode. There was no other info available. Devices were received on 06/17/09 and initial analysis revealed that this is the case of the heartstring seals failed to load. Seal failed to load is a reportable malfunction. This report is for the first seal.